Event description:
It was reported that the patient with this implantable pacemaker experienced shortness of breath. Technical services (ts) advised the patient to check with her clinic about software update on the device. This device remains in service and no adverse patient effects were reported. Boston scientific attempts to obtain further information about the event were unsuccessful.